Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, "the wire connecting the band was fractured." It was reported that the suture was broken, and it could not deploy the band correctly. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of suture broken. Imdrf device code a050501 captures the reportable event of bands unable to deploy.